Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombocytopenia ("blood or heart disorder/condition type: thrombocytopenia") in an adult female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's past medical history included cesarean section (cesarean section x 2) and allergy. Previously administered products included for birth control: depo-provera on (B)(6) 2014; for pregnancy prevention: oral contraceptives from 2009 to 2012; for an unreported indication: topiramate in 2012. Concurrent conditions included migraine since 2017, anemia since 2016, migraine headache since (B)(6) 2014 and common cold (other non related symptoms) since 6-apr-2015. Concomitant products included iron since 2016 for anemia, medroxyprogesterone acetate (depo-provera) since (B)(6) 2016 for heavy periods as well as thomapyrin n (excedrin migraine) and topiramate since 2016. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced rash ("rash /rashes or skin conditions type: skin rash - back and abdomen/rash every 2-3 weeks/rash every 2-3 weeks"), menorrhagia ("heavy periods /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding) /abnormal vaginal blood loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("possible nickel allergy/possible nickel allergy") and anaemia ("anemia/anemia"). In 2016, the patient experienced thrombocytopenia (seriousness criterion medically significant) and weight decreased ("weight gain / loss specify which one:weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue") and uterine haemorrhage ("procedural bleeding(uterine)"). The patient was treated with antihistamines and surgery (she had surgery to remove the essure implant). Essure was removed on 13-mar-2017. At the time of the report, the pelvic pain, rash, menorrhagia, thrombocytopenia, dysmenorrhoea, allergy to metals, anaemia and uterine haemorrhage outcome was unknown, the alopecia and vaginal haemorrhage was resolving and the fatigue and weight decreased had resolved. The reporter considered allergy to metals, alopecia, anaemia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, thrombocytopenia, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: findings: the isthmic tubal segment were slightly distorted by the presence of intraluminal essure devices. The essure devices were proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Approximate weight at the time of essure placement 132 lbs on 10jun2014:, assessment: encounter for contraceptive management, sterilization. Urine pregnancy test result: negative on 06apr2015: past medical history: contraception essure surgical history: surgical I procedure history c/s x 2. Surgical history: hysteroscopy with insertion of device in fallopian tube 10jun2014,cesarean section. On 13mar2017:a) bilateral essure device removal b) bilateral tubal uterine implantation because of device to essure sterilization scheduled surgery: essure removal, tubouterine implantation procedure: laparotomy concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, alopecia and rash. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient did not perform essure confirmation test was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombocytopenia ("blood or heart disorder/condition type: thrombocytopenia") in an adult female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (cesarean section x 2) and allergy. Previously administered products included for birth control: depo-provera on (B)(6) 2014; for pregnancy prevention: oral contraceptives from 2009 to 2012; for an unreported indication: topiramate in 2012. Concurrent conditions included migraine since 2017, anemia since 2016, migraine headache since (B)(6) 2014 and common cold (other non related symptoms) since (B)(6) 2015. Concomitant products included iron since 2016 for anemia, medroxyprogesterone acetate (depo-provera) since (B)(6) 2016 for heavy periods as well as thomapyrin n (excedrin migraine) and topiramate since 2016. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced rash ("rash /rashes or skin conditions type: skin rash - back and abdomen/rash every 2-3 weeks"), menorrhagia ("heavy periods /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding) /abnormal vaginal blood loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("possible nickel allergy") and anaemia ("anemia"). In 2016, the patient experienced thrombocytopenia (seriousness criterion medically significant) and weight decreased ("weight gain / loss specify which one:weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue") and procedural haemorrhage ("procedural bleeding(uterine)"). The patient was treated with antihistamines and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, menorrhagia, thrombocytopenia, dysmenorrhoea, allergy to metals, anaemia and procedural haemorrhage outcome was unknown, the alopecia and vaginal haemorrhage was resolving and the fatigue and weight decreased had resolved. The reporter considered allergy to metals, alopecia, anaemia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, thrombocytopenia, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: findings: the isthmic tubal segment were slightly distorted by the presence of intraluminal essure devices. The essure devices were proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Approximate weight at the time of essure placement 132 lbs on (B)(6) 2014:, assessment: encounter for contraceptive management, sterilization. Urine pregnancy test result: negative. On (B)(6) 2015: past medical history: contraception essure surgical history: surgical I procedure history c/s x 2. Surgical history: hysteroscopy with insertion of device in fallopian tube (B)(6)2014,cesarean section. On (B)(6) 2017:a) bilateral essure device removal b) bilateral tubal uterine implantation because of device to essure sterilization scheduled surgery: essure removal, tubouterine implantation procedure: laparotomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, alopecia and rash. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and mr received. Reporters were added. Patient details, historical drug, historical condition, concomitant disease, concomitant drugs, treatment drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: thrombocytopenia, dysmenorrhea (cramping), weight gain / loss specify which one:weight loss, possible nickel allergy,procedural bleeding and anemia were added as events. Essure lot number and indication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombocytopenia ("blood or heart disorder/condition type: thrombocytopenia") in an adult female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". The patient's past medical history included cesarean section (cesarean section x 2) and allergy. Previously administered products included for birth control: depo-provera on (B)(6) 2014; for pregnancy prevention: oral contraceptives from 2009 to 2012; for an unreported indication: topiramate in 2012. Concurrent conditions included migraine since 2017, anemia since 2016, migraine headache since (B)(6) 2014 and common cold (other non related symptoms) since (B)(6) 2015. Concomitant products included iron since 2016 for anemia, medroxyprogesterone acetate (depo-provera) since december 2016 for heavy periods as well as thomapyrin n (excedrin migraine) and topiramate since 2016. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced rash ("rash /rashes or skin conditions type: skin rash - back and abdomen/rash every 2-3 weeks/rash every 2-3 weeks"), menorrhagia ("heavy periods /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding) /abnormal vaginal blood loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("possible nickel allergy/possible nickel allergy") and anaemia ("anemia/anemia"). In 2016, the patient experienced thrombocytopenia (seriousness criterion medically significant) and weight decreased ("weight gain / loss specify which one:weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue") and uterine haemorrhage ("procedural bleeding(uterine)"). The patient was treated with antihistamines and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, menorrhagia, thrombocytopenia, dysmenorrhoea, allergy to metals, anaemia and uterine haemorrhage outcome was unknown, the alopecia and vaginal haemorrhage was resolving and the fatigue and weight decreased had resolved. The reporter considered allergy to metals, alopecia, anaemia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, thrombocytopenia, uterine haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: findings: the isthmic tubal segment were slightly distorted by the presence of intraluminal essure devices. The essure devices were proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Approximate weight at the time of essure placement 132 lbs on (B)(6) 2014:, assessment: encounter for contraceptive management, sterilization. Urine pregnancy test result: negative on (B)(6) 2015: past medical history: contraception essure surgical history: surgical I procedure history c/s x 2. Surgical history: hysteroscopy with insertion of device in fallopian tube (B)(6) 2014,cesarean section. On (B)(6) 2017:a) bilateral essure device removal b) bilateral tubal uterine implantation because of device to essure sterilization scheduled surgery: essure removal, tubouterine implantation procedure: laparotomy concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, alopecia and rash. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash ("rash"), fatigue ("fatigue") and menorrhagia ("heavy periods"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, rash, fatigue and menorrhagia outcome was unknown. The reporter considered alopecia, fatigue, menorrhagia, pelvic pain and rash to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.